Event description:
Midline catheter inserted into pt's arm in 2002 at 3:30 pm. At 10:30 pm an infusion was started. At 11:30 pm, the nurse noted the pt's skin was red, swollen, and warm to touch at midline area. An m.d. Saw the pt and noted that the catheter had separated from the connector assembly. The pt was transferred to an acute care hospital where chest-x-ray confirmed the catheter had migrated to the pt's heart. The catheter was successfully retrieved under fluoroscopy with no adverse outcome to the pt.